Manufacturer narrative:
Additional information: it was reported that they tried sending the stent into the guide catheter over the guide wire and before it entered the guide they noticed the issue and removed it from the guidewire. It was reported that the device never went into the guide. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: there was no detachment evident on the device. The stent was positioned between the marker bands but not meeting specifications due to deformation of the distal wraps. Blood was visible on the balloon. Deformation was evident to the 1st distal stent wraps with struts raised. A protective sheath of similar dimensions to that used during the manufacturing of this batch could not be placed over the stent due to the deformed stent struts. A 0.014 inch guide wire was back loaded through the distal tip and advanced proximally through the exchange joint with no issues noted. Residue was evident in the guidewire lumen immediately distal to the distal marker band. Blood was visible in the inflation lumen and the balloon. The balloon failed negative prep. Upon inflation, liquid was observed exiting the distal tip suggesting a leak on the inner shaft. The balloon inflated, and the stent was deployed. The balloon material was cut away to determine the leak site on the inner member. Two puncture sites were visible on the inner shaft, immediately proximal and 2 cm proximal to the distal marker band. The material was protruding outwards at both puncture sites. There was no other damage evident to the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure it was intended to use a resolute onyx rx coronary drug eluting stent. There was no damage noted to the packaging and no issues noted when removing the device from the hoop. The device was inspected with issues noted. It was reported that detachment occurred at the catheter in vitro during prep. There were issues noted at the rapid exchange. The resolute onyx wire was noted to be going through the hypotube. It was reported that the device was not used in the patient. The device was received for evaluation with blood visible in the inflation lumen and the balloon suggesting use of the device in a patient.